Event description:
The event involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger where the customer reported that there was leakage from connection point between the spiros and the tubing. The customer stated that the tubing was failing or cracking. The issue was discovered during infusion. The set-up was then replaced and therapy resumed. There was patient involvement and no harm associated with the event. There were 7 incidents reported.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Manufacturer narrative:
A series of photos were shared by the customer, where different photos show leaks inside the plastic bag and looks is looks coming from the spiros. No additional damage or anomalies are observed. Seven (7) used. List #cl3011 connected into a different used intravenous and 5% dextrose injection usp 500 ml excel bags were returned for evaluation. As received it was observed on samples #1 and #2, the o-ring was not seated correctly. Once each of the samples was primed at gravity pressure, a leak was observed coming from inside the spiros, except from sample #4. The complaint of leaks can be confirmed. The probable cause of the dislodged o-ring is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.